Event description:
During work shop when trying to remove the screw from the plate using the screw extractor, the screw could not be extracted, thus the sales rep continued to turn the driver then he heard something snapped. Then, he checked the screw extractor and found that the tip of the inner shaft broke. The broken piece of the inner shaft remained in the head of the screw.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list #3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observes approximately ten occurrences of architect analyzer error code 1007 (unable to process test, activated read failure) per day when reaction vessel (rv) lot 71451p100 was in use. The customer performed some troubleshooting procedures and was sent a replacement lot of rvs. There was no impact to patient management.

Manufacturer narrative:
(B)(4)architect i2000sr analyzer, list # 3m74-02, (B)(4) no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.